Event description:
Reference number (B)(4). Event occurred in the united states. On 18-jun-2024, it was reported that the patient faced infusion set cannula was crimped within 3 or more hours after insertion at abdomen, which cause the patient blood glucose levels were elevated to 521 mg/dl, therefore patient had received correction bolus via pump. The infusion set was in use for less than a day. The patient replaced infusion set and resumed insulin successfully. No further information available.